Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit had no alarm when the tube was off the rotor¿ the unit was triaged and the customer¿s reported condition was confirmed. The unit did not alarm for the rotor because the problem with the device was due to a flow error, which leads to inaccurate volume deliveries. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump did not alarm when the tube came off the rotor.